Event description:
It was reported that the right atrial lead exhibited noise that caused multiple automatic mode switching episodes. During the lead replacement procedure, the lead was difficult to remove from the implantable cardioverter defibrillator. Both lead and the device was explanted and replaced. The patient was stable and would continue to be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis noted external insulation abrasion was noted at 9.2 to 9.4 cm from the connector pin consistent with lead friction to device can. The insulation to the small sealing rings was measured to be out of specification.